Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery due to non-union of the proximal humerus on an unknown date. A 5 hole locking compression plate (lcp) humerus plate and unknown screws were removed and replaced with a 5 hole long proximal humerus plate. There was no reported malfunction against the explanted plate and screws. It is unknown if there was surgical delay or patient consequence. This report is for one (1) 3.5mm lcp proximal humerus plate. This is report 1 of 2 for (B)(4).